Event description:
During the procedure, an orbit galaxy (640cf0721/15883929) would not be detached at the green zone using the dcs syringe ii (635-002, lot unknown). Although he attempted the detachment at the red alternative detachment zone, the situation was the same. At that time, he attempted the detachment at the green zone about five times and the red alternative zone three times. Then the orbit galaxy was safely removed from the patient and was replaced for a new one (640cf0721, lot unknown). And then, he was able to detach it using the same syringe into the target aneurysm with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. Prior to attempt to detach, it was not verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (progreat ¿3/terumo, 130cm, type unknown). The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of splenic artery aneurysm that was not calcified and not tortuous.

Manufacturer narrative:
During coil embolization of a splenic artery aneurysm that was not calcified and not tortuous the orbit galaxy (640cf0721/15883929) could not be detached when pressurizing the trufill dcs syringe ii (635-002/unknown lot) first to the green zone and then the attempting the detachment at the red alternative detachment zone. Detachment at the green zone was attempted about five times and the red alternative zone three times. The orbit galaxy was then safely removed from the patient and was replaced for a new one (640cf0721/lot unknown). The new coil was able to be detached using the same dcs syringe that was used with the coil that could not be detached. The procedure was then successfully completed without any further issues. There was no patient injury or complications reported. The orbit galaxy was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The orbit coil system was prepped without any difficulty. It was reported that it was not verified under fluoro that there was no stress against the microcatheter or delivery tube. No damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (progreat ¿3/terumo, 130cm, type unknown). The device is not available for evaluation. It was reported that no further information is available. Based on the reported information no conclusion can be made regarding the root cause or possible contributing factors to the reported inability to detach the orbit galaxy coil and no conclusion can be made without the return of the device for evaluation. A review of the manufacturing documentation associated with lot 15883929 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device history records review indicates that the product was tested and inspected and met specifications per established manufacturing requirements including inspection results test including the embolic coil attachment pull test, embolic coil detachment pressure test and embolic head piece attachment strength pull test. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: dcs syringe ii (635-002, lot unknown), new coil (640cf0721, lot unknown), microcatheter (progreat ¿3/terumo, 130cm, type unknown).